Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that pen needle 31gx5mm 7 pack was unable to deliver insulin. The following information was provided by the initial reporter: the patient needs regular insulin injection because of diabetes. The patient came to our hospital and received 1 box (7 needles) for injection. When the needle was inserted into the subcutaneous injection, it was found that the push rod could not move, and the injection was still unable after adjustment of the scale. The patient pulled out the injection pen and tried to push it, but the fluid could not come out, so he replaced a needle and successfully injected insulin.